Event description:
It was reported that multiple unspecified malfunction alarms occurred. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding the issue was provided.